Event description:
The hcp reported the patient experienced back pain. An x-ray was performed (date not reported) and it was determined the catheter was dislodged. The catheter was revised (date not reported). The patient recovered without sequela. The pump was programmed to deliver baclofen (2000.0 ug/ml) at a rate of 0.25 mg/day.